Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and the reported event could not be conclusively established through this evaluation. The hm3 lvas serial number (B)(4), was not returned for analysis. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. Although no device related issues were reported, the IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was found deceased in their home. Emergency medical services stated that the patient had been dead for at least a few hours when found.